Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges metal wear and metallosis.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation papers allege: over time the pt began to suffer from significant pain in his left hip. His hip dislocated three times in the next few months, and his dr diagnosed him with a hip implant failure and scheduled a revision surgery. During the revision surgery, the dr observed that "a significant amount of fluid was then obtained, almost like a bursal type fluid, and it looked almost like machine oil..." It is further alleged the fluid that the dr found is the biologic response to the toxic metal particles that are caused by a defective metal-on-metal articulating surface of the depuy pinnacle hip. It is also alleged that the dr found significant damage to the pt's soft tissues.